Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the upper and lower lips with 1 ml of juvéderm volbella with lidocaine. About 4 months later, the patient presented inflammatory nodules on the upper lip vermillion margin. The patient was treated with ciproxin and hyalase into the lips. The symptoms have not resolved. The inflammatory nodules come and go associated with some white discharge. 3 biopsies from the upper lip have been nonspecific and cultures have revealed strep oralis and staph epidermis. The patient is undergoing antibiotic treatment and may need steroids in the lip margin.